Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: two photos of the IV set, model 24301-0007t, was received by the customer for investigation. It could be seen that the filter was separated from the tubing. No other defects were observed. The customer's complaint that the tubing broke where it attaches to the filter was verified. A device history record review could not be performed on model 24301-0007t because a lot number was not provided by the customer. Due to no physical sample received, a full investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: two photos of the IV set, model 24301-0007t, was received by the customer for investigation. It could be observed that the filter was separated from the tubing. No other defects were observed. The customer's complaint that the tubing broke where it attaches to the filter was verified. Due to no physical sample received, a full investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem 20dp 0.2mf low sorb dehp free tex experienced component separation. The following information was provided by the initial reporter: material #: 24301-0007t , batch/ lot #: unknown. Unfortunately, I do not have the tubing from this infusion, but it sounds like the primary set became disconnected at the point of connection to the filter. This is item ref 24301-0007t. The connection between the tubing and the filter is typically a bonded connection so I am not sure how this occurred. It appears to be a clean break right where the filter attaches to the primary tubing. There was nothing frayed. I did not see any threads on the pieces of tubing.